Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Of note, this model is not sold or marketed in the u.s. This valve was originally implanted in this patient in (B)(6). However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Event description:
Edwards received information a patient with a bioprosthetic aortic valve, implanted (B)(6), underwent valve-in-valve procedure due to severe aortic stenosis. Preoperative echo also demonstrated moderate central aortic insufficiency. The valve was well-seated; however, the leaflets appeared thickened with mildly restricted motion. There is an eccentric, anteriorly-directed central regurgitation jet noted. The patient underwent successful tavr with an edwards transcatheter valve. There was trace perivalvular leak at the conclusion of the case. The patient's postoperative course was complicated by acute on chronic renal impairment secondary to diuresis with down trending creatinine. Patient remains in house until therapeutic inr was achieved with heparin-coumadin crossover for atrial fibrillation. The patient was discharged in good condition.